Event description:
On (B)(6) 2010 an advance sling was implanted. It was reported that the patient experienced increased incontinence compared to his baseline on (B)(6) 2012. No intervention has been reported, the event is continuing.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.